Event description:
User facility reported two unsuccessful cavity integrity assessment (cia) tests while attempting a uterine ablation with a novasure disposable device. The physician performed a hysteroscopy and noted a perforation at the fundus. The physician reported in 2008, that the pt needed no sutures or any treatment for the perforation, was discharged home after the procedure, and is currently doing fine.

Manufacturer narrative:
According to the IFU under the warnings section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (Step 2.36). Although designed to detect a perforation of the uterine wall it (cia alarm) is an indicator only and it might not detect all perforations under all possible circumstances. Clinical judgement must always be used.